Event description:
Per the audiologist, the patient reported poor auditory performance when using the cochlear implant system. There was a difference between performance with and without the cochlear implant system. Pre operative CT scans reportedly showed hypoplastic internal auditory canals. The results of an integrity test showed normal receiver stimulator function. The results of electrode tests were unclear for ten electrodes. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report filed, this type of event is addressed in the device labeling.